Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to the service department in india. The evaluation of the device confirmed scratches on the cable and the cap. Omsc found that the device was manufactured over fifteen years ago. The exact cause of the reported phenomenon could not be conclusively determined. However, it is likely that the event caused by a failure of the cable.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified procedure with the subject device, the endoscopic image of the subject device flickered. There was no report of patient injury associated with this event. Olympus medical systems india (omsi) checked the subject device and found that the image of the subject device had noise.